Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. It was confirmed that the pump was able to be charged with a different wall adapter. In addition, the customer stated the pump battery dropped from 100% to 66% within one day. Customer reported blood glucose level was 181 (mg/dl). A replacement usb cable and wall adapter were sent to the customer. Reportedly the customer will continue to use the pump until the replacement pump is received.